Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-00345 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter on or about (B)(6) 2003. Per the medical records, the filter was placed due to multiple trauma secondary to gunshot wound, paralysis, and the need for prophylaxis against pulmonary embolism. The medical records indicate that the patient tolerated the index procedure without incident and the filter was found to be in a good location. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, internal bleeding, blood clots, clotting and occlusion of the ivc filter, filter embedded in wall of the ivc and cannot be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. It is reported that the patient continues to suffer from emotional and physical pain and suffering. Specifically, plaintiff was suffering from leg pain and venous duplex imaging of both lower extremities showed thrombus in both legs. The patient was diagnosed with dvt bilaterally and was informed his filter was clogged. The blood clots cannot be cleared and the patient suffers side effects as a result. The patient lives with emotional distress and mental anguish as a result of his fear that the filter may further fail and cause further physical injury. The patient also suffers from leg pain, chest pain, and shortness of breath. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Hemorrhage does not represent a device malfunction and may be related to medication regimen for underlying clotting disorder. Leg pain does not represent a device malfunction and may be related to the underlying dvt issues that were part of the indication for the filter placement. Anxiety, chest pain and shortness of breath do not represent device malfunctions and may be related to underlying comorbidities. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of a trapease vena cava filter on or about (B)(6) 2003. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, internal bleeding, blood clots, clotting and occlusion of the ivc filter, filter embedded in wall of the ivc and cannot be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records indicates the filter was placed due to multiple trauma secondary to gunshot wound, paralysis, and the need for prophylaxis against pulmonary embolism. It is reported that the patient continues to suffer from emotional and physical pain and suffering. Specifically, the patient was suffering from leg pain and venous duplex imaging of both lower extremities showed thrombus in both legs. The patient was diagnosed with dvt bilaterally and was informed his filter was clogged. The blood clots cannot be cleared and the patient suffers side effects as a result. The patient lives with emotional distress and mental anguish as a result of his fear that the filter may further fail and cause further physical injury. The patient also suffers from leg pain, chest pain, and shortness of breath. The medical records indicate that the patient tolerated the index procedure without incident and the filter was found to be in a good location.